Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not received for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery. A 1.50mmx15mm emerge¿ balloon catheter was advanced for pre-dilation. However, during the first inflation at approximately 6 atmospheres, the balloon ruptured. The device was simply and completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.